Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing was noted on the ventricular lead on a real-time egm. The patient did not receive therapy during the oversensing. Programming changes were made. Dft and further actions will be discussed with the physician.